Event description:
A report was received that the trial patient went to the emergency room and had weakness in his entire body. The patient underwent a lead pull. The weakness subsided after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.